Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device has loose contact on pcb. No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information was received which indicated no patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. The event history log was unable to be downloaded. The reported problem was duplicated during the investigation. The microprocessor unit board was damaged which was the cause of the reported problem. For corrective action, the microprocessor unit board was replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Correction: d4: model number: 6400.